Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left breast prosthesis deflation, right breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with unspecified mentor saline smooth breast prostheses when the left breast prosthesis deflated after implantation. In addition, the patient developed capsular contracture (baker grade unknown) in her right breast. Left breast prosthesis deflation and right breast capsular contracture were diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 430cc gel breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 30-apr-2020, the mentor failure analysis lab received the device for evaluation. On 14-may-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. During visual evaluation, an anomaly was observed on the device consistent with a crease/fold. A tear was also observed within the crease/fold in the anterior view and extending to the posterior view measuring approximately 4.3 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).